Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received erroneous results for an unspecified number of patient samples tested with the elecsys estradiol iii assay on a cobas 6000 e 601 module. No erroneous results were reported outside of the laboratory. It could not be clarified specifically how many unique samples were involved in the event. On (B)(6) 2019, there was an estradiol result of 90.28 pg/ml. On (B)(6) 2019, there was an estradiol result of < 5 pg/ml accompanied by a data flag. On (B)(6) 2019, there was an estradiol result of 280.10 pg/ml. It could not be clarified if each of the above results was from the same patient sample, different samples from the same patient, or different samples from different patients. On (B)(6) 2019, a patient sample resulted with a value of 10.48 pg/ml. A previous result from this patient was < 5.00 pg/ml on the same date. It could not be clarified if each value was from the same sample of this patient or if values were measured from different samples collected from the same patient. It also could not be clarified if this patient had any of the above documented results from (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019. No adverse events were alleged. The investigation could not identify a product problem. The cause of the event could not be determined.